Manufacturer narrative:
(H6): no parts have been received by manufacturer for evaluation. B20, d15 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000523, product ID: bi71000225. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was a radiation disabled message upon booting up, there was no patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, lot/serial #: (B)(6) rev. R ; product ID: bi71000225r, lot/serial #: (B)(6) rev. R h3) the manufacturer representative went to the site to test the imaging system. There was an error log stating error 32. A/c drops out to the power supply after 2 minutes of being on. Bad supply board and stand alone board were observed. They replaced the stand alone and supply boards. No thermal paste included in supply board kit. Completed system checkout, system functions normally. Codes: b01, c02, d02 bi71000225: the standalone board was returned for analysis. Standalone pcb passed visual inspection and bench test, 15 vdc present at tp 7, 113 vac present at tp 24. All l.e.ds were functioning as normal and fans were operating correctly. Install into test system. The system failed to fully boot, x-ray failed to ready. Faulty pcba was observed. Codes: b01, c02, d02 returned jan 21, 2025 bi71000225r: the standalone pcb passed visual inspection and bench test, 15 vdc present at tp 7, 113 vac present at tp 24. All l.e.ds were functioning as normal and fans were operating correctly. Installed into test system.the system booted and readied successfully on every power up cycle multiple times. Multiple 2d and 3d acquired without any issues while under test. No fault found. Returned: jan 21, 2025 codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225r, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.